Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the Tandem-provided wall power adapter. There was no reported adverse impact to the customer's blood glucose level. A new wall power adater was sent to the customer.